Event description:
Revision surgery due to tibial component was loose, femoral component was well fixed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation.

Manufacturer narrative:
This complaint is still under investigation. Device not returned.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient x-rays were provided. No additional information was received. Review of the supplied x-rays supports the presence of loosening of the tibial component. The investigation could not draw any conclusions about the root cause of the device loosening based on the provided information. A complaint database search finds no other reported incidents against the provided product and lot combinations. No evidence was found suggesting product error was a contributing factor. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. Previous requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient x-rays were previously received and reviewed. The previous review of the provided x-rays supported the presence of looseing of the tibial component. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.